Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed. The cause was identified as a disconnected supply line (without falling) based on information provided by the patient. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report system error (se) 2240 which occurred on home choice (hc) during use during dwell . The baxter technical representative (tsr) had the home patient (hp) cycle power and se 2367 alarmed. The tsr had the hp cycle power again to restart the setup with all new supplies. The tsr documented during troubleshooting that the supply bag had disconnected. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn was informed of the home patient (hp)'s use error. The rn was not aware of this event occurring. There were no further details provided.